Event description:
The pt is implanted with two percutaneous leads (from the same lot). It has been reported the pt has been experiencing swelling in her arm and the leg. The pt has stimulation. F/u on the pt status indicated the swelling symptoms have been decreased. The pt is also working closely with her physician to determine the next course of action if symptoms worsen.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.